Event description:
It was reported that, days after conversion from ukr to tkr, when patient was getting out of chair heard a pop and felt pain and felt it like the bones were moving. Upon x-ray, it was confirmed that it was a transverse femur fracture in near/in the anterior pin hole. Surgery was performed for a retrograde femoral nail and surgeon also stated that bone was brittle during conversion from ukr to tkr.